Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, and h11. The device was not returned to olympus for inspection, but a company representative reviewed the device on site, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: non-olympus universal serial bus being used. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. The customer was advised to reformat the usb. Customer attempted to format the usb on the device, but that was not reading it. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had frozen image and b40 error. The event has occurred during set up / inspection for use. There were no reports of patient harm.